Manufacturer narrative:
Qn#(B)(4). One unused 400340 340 ml water bottle lot 19b097 was received for evaluation. No adaptor was received for evaluation. The bottle's trigger tab and adaptor port were intact. The bottle label was identified as number l02555 r00 for sterile water. The bottle had the number "22" embossed in the plastic of the bottom of the water bottle. No visual defects were observed. A review of reported adaptor lot's (02l18) device history record (DHR) shows no issues that may have contributed to the reported defect. Review of prefilled humidifier DHR shows manufacturing event log includes "deformed spine cav. 22"; log shows this was verified/corrected by "pin vise main mold vacuum hole" and "restarted" "discarded 10 shots". Tested complaint bottle's back pressure: flowmeter was set to 10 liters per minute; bubbling was observed in the bottle; and pressure gauge read 0.6 pounds per square inch (psi). Acceptance criteria for back pressure is =2.0 psi. Bottle passes. No adaptor sample available from the customer to investigate. Complaint 'air pressure issues' not confirmed.

Event description:
Customer reported the aquapak bottle "gets overpressure when used and bursts". No patient injury reported, but the nurse and patient got wet. Customer reported they use nasal tubes and start with a low flow, increasing up to (B)(4) to (B)(4) liters per minute.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the aquapak bottle "gets overpressure when used and bursts". No patient injury reported, but the nurse and patient got wet. Customer reported they use nasal tubes and start with a low flow, increasing up to 6 to 8 liters per minute.